Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6), 2020, mentor memorygel breast implant 300cc, silicone breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, it will be conservatively reported to FDA as an event requiring medical device removal from a patient on (B)(6) 2020. This report belong to one of the two devices received.

Manufacturer narrative:
On 4/2/2020, mentor became aware that the device with lot#: 6414113 is not a blind device and has been part of manufacturer report number 1645337-2019-25591 which has been reported as right side device. Manufacturer¿s reference number: (B)(4).